Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp)displayed error code 50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during pre use check by the user, the cs100 intra-aortic balloon pump (iabp)displayed error code 50. There was no patient involved.

Manufacturer narrative:
. A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse replaced the motor control board and the compressor. Then, the unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that during pre use check by the user, the cs300 intra-aortic balloon pump (iabp) displayed error code 50. There was no patient involved.